Event description:
It was reported to the manufacturer by the end user, per the end user, "resident sat down on the edge of the bed and rolled out." The resident did not sustain any injuries. (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.